Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that she was unable to rewind the insulin pump during an infusion set change. It was found in the history that the customer had received a no delivery alarm. The customer explained that she was giving herself a bolus that still had units to deliver, when she removed the reservoir to change her infusion set. She proceeded to suspend the insulin and rewind the pump. Troubleshooting was declined for the no delivery alarm as the customer believed she received it when she began to change out the insulin. Nothing further was reported.